Event description:
It was reported that prior to an angioplasty procedure, the foreign material like red dot was allegedly found on the connection part of the extension tube and the inflation device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one presto inflation device was received for evaluation. The device was returned in sealed packaging. The sealed sample was visually examined and a red fiber-like material was noted proximal to the threaded portion of the syringe. No other anomalies were observed. The 3 photos were also received for review. The photos show a presto device in its packaging container. The packaging appears to be sealed and intact. A small red circular material can be seen on the device inside of the packaging in the photos. Therefore, the investigation is confirmed for the reported foreign material, as the red fiber like material was noted on the device in the packaging. The definitive root cause for the reported foreign material could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), h6 (method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during the preparation of an angioplasty procedure using presto, the foreign material like red dot was allegedly found on the connection part of the extension tube and the inflation device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2023), g3. H11: d4(medical device lot number), h6(method). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of an angioplasty procedure using presto, the foreign material like red dot was allegedly found on the connection part of the extension tube and the inflation device. There was no patient contact.